Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2008. The month of manufacture was june. During ge healthcare service technician checkout, it was noted the leak was from the compact circuit and bellows unit. The ge healthcare service technician dismantled the compact circuit and cleaned the washers to resolve the reported issue.

Event description:
The hospital reported that, unit fails nitrous oxide distribution test. There was no reported patient involvement.

Manufacturer narrative:
Updated information was received that there was no nitrous failure, but there was a 2 l/min leak. A leak condition as noted in the pre-op check of the equipment, contained in the user manual, may be able to be compensated for or made up with fresh gas flow. This is not a reportable malfunction.